Event description:
A protective guard used with the oval burr clear cut 12 flute broke once in use in the pt's right shoulder. The piece that broke off was obtained and vendors from arthrex determined that the piece obtained was the piece that broke from the protective guard.